Manufacturer narrative:
Results - visual inspection of the lens showed evidence of surgical residue and the lens was stuck in the cartridge. No visible damage to the cartridge. Conclusion - (no conclusion can be drawn): the root cause of this event could not be determined because the injector was not returned.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2017v. While advancing, the lens was stuck in the injector. The facility stated the lens touched the pt's eye, but there was no pt injury. An aq cartridge was used and the lot number was not specified. The model and lot number of the injector was not provided by the facility.